Event description:
A customer reported issues with their t:slim x2 device, which included screen freezing during password entry, unexpected return to the home screen when changing correction factors, and intermittent disconnection from the dexcom cgm. There was no adverse impact on the customer's blood glucose level. The customer declined further follow-up from technical support and began the process for obtaining a replacement pump.